Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the u.s list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, the j-tube was out of the peg about 25 cm and the peg tube was very hard to mobilize. Around the stoma, there was a 3 cm erythema, red and endured. The patient was scheduled for gastroenterological consult for tube replacement. On (B)(6) 2018, the tumoral formation buried bumper was removed by surgical intervention (endoscopy), which lasted four hours.